Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the prograsp forceps came out (the white box, where the lives are marked), clamp still has 8 lives. The customer managed to fit it again, however, they believe the clamp needs to be evaluated. The procedure was completed with no reported injury.